Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked from the connection site after 50 days of use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: device/batch history record review could not be carried out as the lot number related is unknown. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used q-syte unit with no packaging material visual/microscopic evaluation: ¿ the septum was molded using the 16 cavity mold. ¿ traces of patient residue were present on the unit. ¿ the septum top disk was lifted from the rim of the q-syte ¿ residual septum and adhesive was observed on the rim of the q-syte ¿ damage (tears) was observed on the septum top disk/slit. ¿ damage (tears) was observed on the column wall. ¿ damage (tears) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. Leakage was observed on the actuated position, the source of the leakage was the vent hole. Damage (tears) was observed on: the slit of the top and bottom disks and on the column wall. The septum top disk was lifted from the rim of the q-syte and the unit leaked while on the actuated position. Relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top-bottom slits and column wall) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. Septum disk lifted from top rim: the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.